Manufacturer narrative:
Insulin pump received with stained end cap sticker noted. Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 588 mg/dl. Customer's current blood glucose level was 398 mg/dl. Customer also experienced blood glucose level of 450 and 583 mg/dl. Insulin pump had motor error alarm. Dive support cap was normal. Customer was able to rewind. The insulin pump will be returned for analysis.